Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect articulating arm. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site biomedical team, that a site navigation system articulating arm was becoming loose and would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Although the complaint alleged one articulating arm was loose, two articulating arms were returned for analysis. Medtronic investigation of returned suspect articulating arms finds that the starburst section of one of the arms will not lock down, the instrument end of the other arm will not lock down. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.